Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on (B)(4) 2014 and evaluated on (B)(4) 2014. A product evaluation confirmed the customer reported problem and revealed the transformer housing was breached by the prongs, exposing inner electrical circuitry, which is a safety risk. See page 3 for details. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached by the prongs, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.12 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured 2m ohm, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.6 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
On (B)(6) 2014, the customer reported to medela customer service that the transformer housing is cracked, but no breach was present. During the product evaluation on (B)(4) 2014, the technician observed that the transformer housing was breached by the prongs exposing inner electrical circuitry, which is a safety risk.